Event description:
The following information was provided: primary procedure, right knee. It was reported that when the covering associate entered the or intra-op, the surgeon reported that the patient's tibia was fractured intra-op (days after the surgery, the surgeon reported that he believed the keel punch caused the fracture). The fracture was plated. Surgery was completed successfully with a delay of between 15-60 minutes (no more specificity than that could be provided). Reporting rep confirmed that no further information will be released by the hospital or surgeon.